Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with shortness of breath and chest pain. High thresholds and a high short v-v interval count were observed on the right ventricular lead. The lead remains in use. No further patient complications have been reported as a result of this event.